Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25oct2018. Philip's manufacturer's engineer found mechanical damage to the oxygen flow sensor subsystem. The engineer replaced two components of the gas delivery system to address the finding.

Event description:
It was reported that the device logged an error 100b (watchdog test failed). There was no patient involvement.